Manufacturer narrative:
An olympus representative visited the facility to observe the reprocessing process. It was noted that the customer was not utilizing the air/water cleaning adapter during the pre-cleaning process. The customer introduced the endoscope to water with detergent without connecting the leakage tester. The device was connected and disconnected to the leakage tester under water which caused one of the leakage testers to be fluid invaded. The customer did not turn the angulation knobs and did not have the scope fully submerged under water. The distal end was not held in control during reprocessing. There was no defined separation between clean and dirty scopes and soiled endoscopes went in and exited via the same doors that a clean scope will be taken through. Clean scopes were staked together in one bin and placed in the reprocessing room for storage. The customer would then bring one of the scopes into the procedure room for use in one case at a time. The scopes were not being coiled correctly in the oer-pro automated endoscope reprocess. The olympus representative recommended a cleaning, disinfection, and sterilization in-service be completed to go over reprocessing steps and best practices. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope was not processed correctly. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the report of the facility not properly performing the device reprocessing could not be definitively determined, however, it is believed that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facility concerned. In addition, olympus professional staff has completed training/facility in-service on proper device handling/reprocessing. The event can be prevented by following the instructions for use section below: ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.